Event description:
In 2004, a pt with new onset ap underwent a diagnostic angiogram which demonstrated bifurcation disease involving the lad and d1. Via an 8 fr xb3.5 guide these vessels were wired and predilated with 2.5 mm balloons. Taxus 3.0x24 mm and 2.5x12mm stents were positioned in the lad and d1 respectively planning to use the "crush stent" technique. First the d1 stent was deployed but then the delivery balloon could not be withdrawn at all. Deployment and deflation were all done according to the specific manufacturer's requirements as outlined by the sales representative there on site that day. After 20 minutes, the balloon was withdrawn intact using considerable effort and force. Great care was taken to avoid guide catheter damage of the coronary ostium. Unfortunately these maneuvers caused sufficient disruption in the diagonal stent so as to make recrossing it impossible in spite of multiple efforts with numerous wire and balloon systems. The d1 stent could not be rescued from jail and no final kissing balloon inflation was possible. The lad result was optimal but the d1 lesion remained 80% narrowed at the conclusion of the case. The pt had angina and hypotension during these maneuvers but suffered no in-hospital complications nor mi. Longterm follow-up of the d1 stent is pending.